Manufacturer narrative:
Device not returned.

Event description:
It was reported that when an asymptomatic patient presented to the clinic, upon lead testing inadequate capture threshold was observed on the lead. Lead imaging was performed and lead dislodgment was confirmed. Lead repositioning procedure was performed however lead helix was unable to fully extend. Due to inadequate capture thresholds values increasing physician opted to replace the lead. Lead was explanted and a new lead was implanted. Upon removal of the lead blood and tissue around the helix was observed. Patient was stable prior and post procedure and will continue to be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.